Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional initially reported after injection with juvederm voluma the patient developed nodules at an unspecified injection site. Recent follow up information provided by the healthcare professional noted that the patient was treated with hyaluronidase and symptoms have resolved.